Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4): the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent bone / tissue attached to the implant's external threads. During a functional test the mount wouldn¿t disengage from the implant as intended. DHR review was completed for the subject lot number 1284747. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284747 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information and functional test, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Event description:
The doctor reports that the mount does not detach from the implant. Affected tooth position: #26. The procedure was completed using a different implant. Graft was used along with the implant placement. No negative impact was observed on the patient's health.